Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error and motor error. The customer's blood glucose value was 124 mg/dl. Customer reported the insulin pump got exposed to magnetic resonance imaging and the drive support cap appeared normal. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e70 alarm due to motor error alarms.